Event description:
The reservoir bag did not inflate that resulted in no suction. It occured at the hospital ward room. The hospital staff suspected that the spring device of the reservoir bag did not work. There was no adverse consequence to the patient. The date of first activation was on (B)(6)-2013. The reservoir did not functioned properly upon the first activation. How often the drainage monitored was not provided from the hp. Whether the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time was not provided from the hp. The operating surgeons opinion as to what factors contributed to the reported reservoir issue was not provided from the hp. Whether another product used was not provided from the hp. There was no intra-operative complications. Whether the packaging was damaged prior to opening was not provided from the hp. The current condition of the patient was not provided from the hp. The patients information, such as ID, initials, age, gender, body weight, previous medical conditions, medications, and surgeries, was not provided from the hospital.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.